Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after a below the knee interventional angioplasty procedure. Reportedly, during the closure procedure severe resistance was felt during attempts to advance the device. The physician continued to try to advance the device. When an attempt was made to withdraw the device, the device could not be removed. During the surgical procedure to remove the device it was observed that the proximal and distal guide of the proglide device had separated, the two pieces were held together by the accuator wire. The foot was in the open position because of the device separation. The vascular surgeon stated that the arteriotomy was a high stick and the proximal guide was caught on the inguinal ligament. Hemostasis was achieved surgically. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): no femoral angiogram was taken. The instructions for use state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. Device (B)(4): reportedly, a high stick in the inguinal ligament occurred. Per the instructions for use, do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Device (B)(4): reportedly, resistance was felt during advancing the device. The instructions for use state: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and or breakage of the device, which may necessitate intervention and or surgical removal of the device and vessel repair. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The complaint information reported that a femoral angiogram was not taken. The instructions for use state: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. The complaint information reported that severe resistance was felt during attempts to advance and remove the device and that the physician continued to try to advance the device. Also stated in the instructions for use: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and or breakage of the device, which may necessitate intervention and or surgical removal of the device and vessel repair.